Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the cartridge side sample probe. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the collar wash valves. Fse ran controls and saw no issues. The system is operating acceptably.